Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment consisted of vancomycin 2g weekly for three weeks (route not reported). After being hospitalized for six days, the patient was discharged and recovered from the event. The cause of the peritonitis was a touch contamination. The patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: approximately 7 months ago, the patient experienced peritonitis. Since then the patient has had 3 episodes of relapsing peritonitis all with the same organism. Most recently, on an unreported date the patient experienced constipation, abdominal pain and cloudy effluent. The patient was hospitalized and treated with vancomycin (daily, intraperitoneally, dosage unknown). The treatment with vancomycin was continued for one month. Over the past 7 months, the patient had never recovered from peritonitis. The patient had been retrained after each peritonitis diagnosis. The patient's nurse reported that the patient did not have peritonitis at the time of the follow up report. Should additional relevant information become available, a supplemental report will be submitted.